Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. The review included the steady flow test review that demonstrated the acceptable opened and closed leaflet performance of the perceval pvs23 sn# (B)(4). No anomalies are observed during the open/close cycle. The valve therefore meets the acceptance criteria of the steady flow test inspection as defined in the principal device function test at the time of release. Further investigation will be performed upon receipt of the device and a follow up report will be provided upon completion of the investigation.

Event description:
On (B)(6) 2022, a perceval sutureless valve (b)(4/m was implanted. Perioperatively when the patient was weaned from the cp pump, the surgeon determined the valve had a severe central leak. The surgeon rearrested the heart and replaced the pvs valve size with another prosthesis during the same day. The surgeon did not feel the perceval valve was undersized. The removal of the perceval and implantation of the replacement valve resulted in fifty additional minutes of bypass time. There was no reports of any patient sequelae.

Manufacturer narrative:
The device involved in the reported event was returned to the manufacturer for investigation. After decontamination, the valve was visually inspected without highlighting elements of non-conformity according to the specifications. The height of each leaflet has been verified, resulting in conformity. In order to allow an exhaustive evaluation of the functional behavior, a simulation of collapsing, deployment and hydrodynamic testing in simulated physiological conditions were performed. The replication of collapsing phases was performed using the returned valve pvs 23/m and a demo accessory kit. No problems were encountered in the collapsing phase, and the replication has been completed with a good result. During the simulation of the valve deployment in silicon aortic root #23, no problems were encountered during the ballooning phase: the sealing at the annulus level is guaranteed and he valve remained fixed within the annulus. Then, inserting some water in the aortic root from the outflow side, no central leaks was observed during the simulations. Considering the static conditions of the test, the water level remained stable under the leaflets free edge. Then, the returned valve underwent hydrodynamic testing in simulated physiological conditions. The results showed that the effective orifice area (eoa) at 70 bpm, 5.0 l/min of cardiac output and mean backpressure of 100 mmhg is 2.23 cm2, well above the iso 5840 minimum requirement 1.25 cm2. For a cardiac output of 5.0 l/min and mean aortic pressure of about 100¿mmhg, the regurgitant fraction is 4.3% and it is below the requirement of iso 5840 (rf% < 10%) for a prosthesis of equivalent tad. No anomalies were observed during the open/close cycle in both normotensive and hypotensive conditions as shown in the attached pictures. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device because no regurgitation and no open/close anomalies were observed during the functional test under hydrodynamic testing conditions. Furthermore, no deficiencies were identified during the reviews of the production records and steady flow test inspection. Based on the manufacturer¿s clinical experience, possible root causes for events of intra-operative central leak could be related to procedural factors like device missizing or device mispositioning. However, this can not be ultimately confirmed based on the available information.

Manufacturer narrative:
The device involved in the reported event was returned to the manufacturer and it was received on 01 apr 2022. Further investigation is ongoing and an update will be provided upon completion.

Event description:
On (B)(6) 2022, a perceval sutureless valve pvs23/m was implanted. Perioperatively when the patient was weaned from the cp pump, the surgeon determined the valve had a severe central leak. It was determined there was leaflet pinned-wheeling, central aortic insufficiency and the gradients were unacceptably high. The surgeon rearrested the heart and replaced the pvs valve size with another prosthesis (competitor's valve) during the same day. The surgeon did not feel the perceval valve was undersized. The removal of the perceval and implantation of the replacement valve resulted in fifty additional minutes of bypass time. There were no reports of any patient sequelae.